Event description:
The initial reporter stated that the screen of the coaguchek xs meter serial number (B)(4) was malfunctioning. A display check of the meter was performed and there were segments missing from the result field of the display. For each of the 8s seen in the "888" of the result field, the same two segments were missing. The vertical bottom left segment and the horizontal center segment were missing from each of the 8s. No adverse events were alleged to have occurred.

Manufacturer narrative:
The patient¿s meter was returned for investigation. Upon investigation of the returned meter, a defect in the circuit board or an electronic component of the circuit board was found.